Event description:
It was reported that the insulin pump alarmed button error. Nothing further reported.

Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with minor scratched display window, cracked display window at the upper right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.